Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no tightening marks on the ventricular setscrew tip were noted, indicating an incorrect/incomplete lead connection which explains the reason why no pacing was seen. - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
During the replacement, when connecting the new device, it did not stimulate. It was removed and a new one was placed, which did not cause any problems. An analysis of the pacemaker is required.

Event description:
During the replacement, when connecting the new device, it did not stimulate. It was removed and a new one was placed, which did not cause any problems. An analysis of the pacemaker is required.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.